Manufacturer narrative:
Based on the information available, no conclusions can be made. The information provided in the article indicates that patients had post operative complications of recurrence, seroma and chronic pain. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or alleged post operative complications were caused or contributed to the use of the 3dmax light mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Seroma, pain and hernia recurrence are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Note, the date of event (01-apr-2020) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "efficacy of the caudal view technique in mesh placement during laparoscopic inguinal hernia repair, with propensity score matching" this retrospective study conducted to evaluate the effectiveness of the cvt method in facilitating appropriate large mesh placement. The study was conducted with 58 patients diagnosed with inguinal hernia and treated with tep between april 2020 and march 2024 at oita university. The cvt method started in april 2022.the patients were divided into the conventional three-port tep (31 patients) and cvt groups (27 groups). All patients were implanted with 3d max light mesh (l size, 15.7 × 10.3 cm) and if fixation required, then a bard capsure was used. In conventional group patient had post operative complications such as recurrence (1), seroma (1) and chronic pain (1). In cvt group, no recurrence was found but seroma found in 4 patients. The article concluded that the cvt method could allow for sufficient dissection of the myopectineal orifice and facilitate large mesh placement within shorter time. The success rate of proper mesh placement was higher in the cvt group than that in the conventional group. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.